Event description:
Lead was explanted due to insulation falling apart and lead had no sensing or pacing capabilities. The lead broke during explant and the tip is still in the patient. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.